Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m91f20 the device was returned with the blade tip broken off and not returned. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for: " error code unspecified ". During functional testing on a gen04 the device gave an error code 5. The device will stop activating, and emit a solid tone or show an error code 5 on the generator display when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. No conclusion could be reached as to how this issue occurred. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, an error occurred during the operation. The error code was unknown. Although the hp054 was replaced, the error continued. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.